Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked retainer, minor scratched display window, missing display window cover and scratched case.